Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and patient implanted for non-malignant pain and rsd/causalgia-complex regional pain syndrome. It was reported that the patient lost their programmer and recharger. They caller stated that the patient is having trouble with their legs due to the vibration they can¿t control. The patient noted that their stimulation is on, and causing problems for them. The caller indicated that the patient is in the hospital because the stimulation is uncontrollable. It was also mentioned that the patient is unable to charge their implantable neurostimulator (ins) without the recharger. The caller stated that the patient is on the run after the patient¿s husband beat them, and they do not have a healthcare provider or address at this time. It was mentioned that the patient is currently in (B)(6). The caller was transferred to foundation care. No further complications were reported.